Manufacturer narrative:
Section d9 - product was returned and received on june 26, 2024.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient had a bad fall and the leads had migrated. This issue was confirmed via x-ray. The patient underwent surgical intervention where the leads were replaced with new ones restoring therapy.

Manufacturer narrative:
The report event of lead revision cannot be confirmed or not confirmed for product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead (a) passed the functional test. The cause of the reported event remains unknown.